Manufacturer narrative:
(B)(4).

Event description:
It was reported that this complaint took place in the ICU adult. During insertion into the female pt's jugular, the swg kinked. As a result, the swg was replaced to successfully complete the procedure. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence. It was noted that this occurred a total of 2 times during the procedure, see MDR 9680794-2014-00009 for the second event with this pt.